Event description:
In early may 2003, the pt reportedly experienced two episodes of overly loud sensations. The pt was seen at the center for device eval. External equipment was exchanged and programming adjustments were made. The pt was able to hear while using the sound processor. In may 2003, the pt reportedly experienced an overly loud sensation while using their sound processor. In june 2003, the pt was seen by a company rep for device eval. During testing, no episodes of overly loud sensation were observed. Testing performed confirmed that impedance values were within normal limits and stable over time. Testing revealed slight current spread on four electrodes. Programming adjustments were made. In 2003, the pt's parent reported that the pt experienced overly loud sensations while using the sound processor. The decision was made to explant the pt's device. The pt was reimplanted with another clarion device.